Manufacturer narrative:
To date, the patient is doing fine. Upon the patient's return visit, the doctor re-cemented the crown for the patient, without further incident. The product was not returned and no lot number was provided; therefore, no evaluations can be conducted.

Event description:
A doctor alleged that three (3) patients had experienced the debonding of restorations after placement with the nx3 and optibond xtr material. This is the third of three (3) reports.